Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient fell, causing the leads to migrate. The rep stated that an x-ray confirmed the new lead location. They were able to reprogram the patient over the 9/10 disc space. The rep noted that the patient is having an MRI done regarding their violent pain when lying down and indicated that the pain was not device related. The rep re-oriented the patient¿s adaptive stimulation. The rep confirmed that reprogramming was performed on (B)(6) 2018 and (B)(6) 2018, however the lead migration and pain had not been resolved. The MRI is being done to confirm if there is anything else going on. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was having violent pain when laying down on the day of the call. The patient stated that she had her ins reprogrammed today and at that appointment was told that the leads have "navigated". When the patient went home, she had violent pain when laying down. The patient reported that she tried adjusting the amplitude of the stimulation and was not able to get good relief. The patient contacted her healthcare provider and was told to lay down and turn the stimulation off and the she was able to get relief. The patient was going to follow-up the next day. No further complications were reported.